Event description:
Needle issue^ (B)(6)---product quality issue; from jpsr: smiths medical 402510 hypodermic needle pro 4333134 preparing flu vaccine. Needle ref code 402510 25g x 1in (lot 4333134) keeps breaking. 3-5 needles broke from 0600-1800. Reference reports mw5163202, mw5163203.